Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified dings and gouges on impact plate, as well as scuffs and scratches on part body. The strike plate has been broken off . No other damage noticed. Review of the returned product also verified item and lot numbers match the complaint. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left elbow arthroplasty, the impactor plate broke off of the impactor while the anatomical head was being impacted. The surgery was able to be completed with the device and no adverse events have been reported as a result of this malfunction. Due diligence is in progress for this complaint; to date no further information has been reported.